Event description:
A zoll pt service rep (psr) called zoll customer support to report that a (B)(6) male pt's battery charger wasn't working. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. The failure to power up was isolated to a defective power supply brick. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.